Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they had a gap develop on top of their right molars and food kept getting stuck and was constantly flossing. There was discomfort in the tooth, the patient went to the dentist and found that a cavity had developed. The patient had to get a root canal and waiting for a crown. The patient also noted that this tooth was lose as well. Patient will need to get clearance before proceeding with treatment due to pain and mobility the patient is experiencing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.